Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an unidentified alarm during basal delivery and the insulin delivery was stopped. The customer's blood glucose level was not impacted. As the pump was not available when the contact telephoned tandem technical support, troubleshooting to determine why the insulin stopped was unable to be performed.